Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-oct-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-mar-25 regarding a patient receiving fentanyl (3000mcg/ml at 400mcg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the pump started alarming due to the low reservoir on (B)(6) 2019. Prior to this, sometime last year the patient had a 3-4 fusion and the surgeon had to move the catheter. It was believed the surgeon had moved the catheter and therefore snipped it and left it running as is into the subcutaneous tissue. The representative believed the pump would have been empty about 15 days after the low reservoir assuming the low reservoir was set at 2ml. They were planning on doing the pump and catheter replacement on (B)(6) 2019, but the representative was not sure the pump would need to be replaced as it was still fairly new. It was later confirmed that the catheter was revised and the pump was left implanted. It was confirmed that the pump went empty on (B)(6) 2019, so the hcp planned to do a back table prime with saline to get the drug into the internal pump tubing while the catheter was being revised. They planned to fill the pump with drug at a later date. No patient symptoms were reported and no further complications were reported or anticipated.